Event description:
Patient was revised. Reason for revision is unknown.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The report states: patient was revised. Reason for revision is unknown. Doi: unk - dor: (B)(4) 2011 (right side). Update: (B)(6) 2012 - litigation papers were received. Due to allegations of infection, the sleeve and stem were added to the complaint. (Doi: (B)(6) 2009). Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports of infection against the provided product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. It is known the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Based on the inability to determine root cause, the need for further corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.